Event description:
The user reported that the pump reversed and caused the oxygenator to deprime. There was no patient harm, but clinical intervention was required to prevent harm.

Manufacturer narrative:
High pressure caused the pump to push back, which triggers a motor shutdown and can exacerbate rollback. This is an expected operation of the pump's software. The logs did not indicate a pump failure. Spectrum medical will continue to improve pump functioning through future software updates.